Manufacturer narrative:
Date of device breakage and non-union is not known. This report is for an unknown tibia plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with an unknown tibia plate and eight (8) unknown screws on unknown date. Broken hardware and a non-union ensued, resulting in patient being returned to surgery on (B)(6) 2017 for removal of hardware. It was not noted which of the implanted devices was broken. Patient was not revised to additional hardware at that time. It was additionally reported patient had a total knee implanted on the same side on (B)(6) 2014. A tibial component of the total knee was also revised in 2014. Total number of implants is not known. Patient was again returned to surgery on (B)(6) 2017 for revision of the hardware removed on (B)(6) 2017. The non-union site was debrided and a large fragment plate as well as a small fragment plate were implanted, along with an unknown quantity of screws. Vivigen was also used in conjunction with bone marrow aspirate from the iliac crest. Surgery was completed successfully with no delay and no additional medical intervention. No unanticipated x-rays were taken. Patient status at the end of the procedure was reported to be okay. This is report 1 of 2 for (B)(4).